Event description:
During the case, after the surgeon fired the device, the white portion of the jaw was looking to be coming off and was no longer sitting flat on the instrument. No injury or harm noted to patient or tissue.